Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that she was unsure if her husband's new insulin pump was working since his blood glucose has been above 400 mg/dl. The customer's current blood glucose was 459 mg/dl. The patient did not mention any symptoms of the high blood glucose and he treated by switching to his old insulin pump. Troubleshooting was initiated to inspect the insulin pump in question and no anomalies were noted. A high pressure test was performed and the insulin pump passed. No products were returned or replaced.